Event description:
Customer's father reported that the sensor gave inaccurate readings. The sensor reading was 41 mg/dl when the blood glucose reading was 193 mg/dl and 100 mg/dl when the blood glucose reading was 188 mg/dl. He was unable to troubleshoot for this issue. The sensor glucose graph was not trending in the direction of the blood glucose at the time of the event but was trending in the correct direction by the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.